Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the when getting out of pool pump started to alarm. Customer observed it was critical pump error. Customer stated that they received critical pump error alarm open book image on the pump it was critical pump error alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.